Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during the last dwell. There was still solution in the heater bag. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. The registered nurse (rn) found that the final line luer was not tight and leaking. The set was not being reused. The patient did not have any pets that could have caused damaged to the supplies. There was no damage noted to the over pouch or carton in which the set was delivered. A sharp object was not used to open the carton or overpouch. The supplies had not been damaged by an outlet port clamp or an assist device. The rn cycled the power and a system error 2367 occurred. The rn cleared this alarm. Proper procedures were reviewed. It was unknown how the patient would complete therapy. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr because the product is unknown at this time. This issue is being investigated through CAPA. A follow-up MDR will be submitted if any additional information is received.